Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. -suction channel and instrument channel: serratia marcescens (2 cfu/25ml). -instrument channel: serratia marcescens (11 cfu/50ml) and pseudomonas aeruginosa (2 cfu/50ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3 and soluscope 4, and sometimes manually reprocessed using peracetic acid. There was no report of infection associated with this report.